Manufacturer narrative:
Investigation summary: bd received fifty-five (B)(4) samples and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for no fill was observed. Additionally, twenty (20) customer samples were randomly selected and evaluated by functional testing. The indicated failure mode for underfill with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of no fill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, 50 tubes underfilled. There was no report of patient impact.